Event description:
Medtronic received a report that during aneurysm embolization, the guidewire could not pass through the echelon 10 microcatheter, the microcatheter tip was blocked. Both the microcatheter and the delivery catheter were flushed according to IFU requirements. There was catheter resistance in the distal section. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient is alive with no injury. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing aneurysm embolization surgery. It was noted the patient's vessel tortuosity was normal. The access vessel was the right femoral artery. Additional information received that the cause of the resistance/blockage was not determined.

Manufacturer narrative:
Product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within a sealed tyvek biohazard pouch. The guidewire used during the event was not returned for analysis. Visual inspection/damage location details: no flash or hub mold were found within the hub. No damages or irregularities were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body or proximal marker band. The distal marker band was found flattened (figure d) and damaged (figure f). A puncture was found near the distal tip (figure e). It is possible the puncture was caused by the guidewire or by the damaged marker band corner (figure f). The distal tip was found ovalized (figure f). The distal micro catheter was not shaped. Testing/analysis: the echelon-10 total length (to the proximal marker band) was measured to be ~152.8cm and the usable length (to the proximal marker band) was measured to be ~144.7cm, which is within specification (specification: total (ref) = 152cm; usable = 144cm ± 1.5cm). The echelon-10 micro catheter was flushed, and water was found to exit the tip. An in-house guidewire was inserted into the echelon-10 catheter hub, through the catheter body and became stuck at the flattened/damaged distal marker band. Conclusion: based on the device analysis and reported information, the customer report of ¿catheter resistance during device delivery¿ was confirmed. The cause of the resistance during analysis was found to be due to the flattened/damaged marker band. It is possible the damages occurred during removal from packaging, during preparation or during the attempt to advance the micro catheter over the guidewire. In addition, if the tip protector was not squeezed during removal from packaging, it is possible the tip could become damaged. As the guidewire used during the event was not returned for analysis, any contribution of the guidewire towards the resistance could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.